Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ clinical code, health effect ¿ impact codes). Corrected fields: d4 (lot no, UDI no.). The product was returned with the membrane completely unfolded and blood on the interior of the catheter and the interior. A kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The extender tubing and three-way stopcock were also returned. The innerlumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 23cm from the iab tip measuring 0.005cm in length. The evaluation confirmed the reported failures. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The evaluation confirmed the reported failures. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. Complaint ID: (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) tr3455 was inserted and operated at around 12:00 on (B)(6) 2025, but a gas loss alarm sounded at around 16:00 on the same day. When the catheter extension tube was checked, blood was found, and balloon rupture was suspected, so operation was stopped. There was no injury or harm reported to the patient.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, h11. The product was returned with the membrane completely unfolded and blood was found on the interior of the catheter and the exterior. A kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The extender tubing and three-way stopcock were also returned. The inner-lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 23cm from the iab tip measuring 0.005in / 0.0127cm in length. The evaluation confirmed the reported failures. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) tr3455 was inserted and operated at around 12:00 on (B)(6) 2025, but a gas loss alarm sounded at around 16:00 on the same day. When the catheter extension tube was checked, blood was found, and balloon rupture was suspected, so operation was stopped.

Event description:
N/a.